Event description:
A spark was observed at the tip of the vasoview vein harvesting device. No harm happened to patient. Dates of use: (B) (6) 2010. Diagnosis or reason for use: coronary artery disease.